Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor did not work. Nonpower/energy. No patient effects reported.

Manufacturer narrative:
Trackwise # (B)(4) updated section: b4, e3, g4, g7, h2, h6, h10, h11 corrected section: h6 from 4582 to 4580 the reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot/ serial number was not provided and the specific product a lot/ serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint.

Event description:
N/a